Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# fg540000 serial (B)(4)), soundstar catheter (model# 10438577 serial unknown). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a vascular dissection requiring surgical intervention. During mapping phase, while attempting to obtain retrograde aortic access with the smarttouch sf catheter, the patient became hypotensive. The physician assumed that the patient had a pericardial effusion and performed a pericardiocentesis without success. Thoracotomy revealed a vascular dissection where the sheath and smarttouch sf catheter were attempting to traverse. Patient was transferred to the operating room for additional surgical intervention. Patient required extended hospitalization for recovery and observation. Patient was noted to be improving. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that a vascular dissection resulted from either the smarttouch sf catheter or the sheath. No transseptal puncture was performed. There is no information regarding sheath brands used during the multiple attempts to gain retrograde aortic access. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, or irrigated catheter flow setting, as the ablation catheter did not enter the heart. Patient received anticoagulant (heparin) during the procedure with activated clotting time (act) maintained in an unspecified range. There is no information regarding spi value, catheter proximity, or catheter zeroing. There were no errors reported on any bwi equipment during the procedure.